Event description:
Unable to confirm details of event. Received letter from plaintiff's law firm stating his client slipped and fell in the operating room on liquid that allegedly spilled from the company's sterilizer. The fall resulted in a torn meniscus and the person underwent arthroscopy surgery as a result of their injuries.